Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that, while in the pt's body, the jr4 diagnostic catheter had a leakage at the hub nose. The catheter was exchanged for another device alike. There was no pt injury reported. Further info indicated the catheter was inspected and prepped according to the instructions for use and there were no anomalies noted on the device.